Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue. The coin cell was replaced as a precautionary measure. A depleted coin cell does not cause power loss issue but only memory loss to customer settings. Proper device operation was observed through functional and performance testing and the device was, subsequently, returned to the customer for use. The root cause of the reported issue could not be established.

Event description:
The customer contacted stryker to report that their device had unexpectedly lost power. As a result, defibrillation would not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device had unexpectedly lost power. As a result, defibrillation would not be available, if needed. There was no patient use associated with the reported event.